Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer was powered on and the screen became dark and did not improve. The liquid crystal display was replaced. It was also determined during final testing that a burning smell was coming from the power supply, the programmer was rebooted during the link electronic module (lem), portion of testing. The power supply was replaced. During the second final test it was found that the lem printed circuit board (pcb) failed multiple sections. The lem was replaced and calibrated. The hard drive was reconfigured, reloaded and the software was updated. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the programmer was powered on the screen became dark and did not improve. The programmer returned into service. It was reported that the programmer tested out of specification during manufacturer's analysis. There was no patient involvement.